Event description:
It was reported the procedure was to treat a proximal circumflex lesion with no tortuosity and no calcification. The 3.5 x 28 mm xience xpedition stent delivery system (sds) was advanced and inflated for one inflation at 14 atmospheres (atm) to successfully implant the stent at the lesion. However, post stent deployment, the stent delivery system (sds) balloon could not be fully deflated. It was noted that the sds balloon appeared to have a bulb of contrast at the distal end that would not collapse. During retraction, resistance was encountered with the guiding catheter; however the device was able to be retracted. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.